Event description:
Patient reported the nebulizer is not blowing out as it should. The medication is just sitting in the cup not dispensing. Unknown if patient missed a dose, experienced adverse events or has the product for return. No additional information reported. Diagnosis for use: chronic obstructive pulmonary disease.